Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. Upon removal from packaging, the 3max catheter was found kinked and was not used.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 3maxc was fractured approximately 30.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 3maxc was kinked. Evaluation of the returned device revealed it was fractured in the proximal shaft. This type of damage typically occurs due to mishandling during removal from the packaging. If the catheter is removed from the packaging at angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.